Event description:
The customer tested her blood glucose using her contour meter and received a reading of 17mg/dl.she retested using another meter and received a reading of 209mg/dl.on a separate occasion she received a 64mg/dl on her contour meter. She then re-tested on two non-bayer meters and received 234mg/dl on each.the differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant.no adverse events were alleged.customer was to receive a new contour kit and return her strips for evaluation.